Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the cysto-nephro videoscope the distal end covering came off and metal was exposed. The event occurred during reprocessing. There was no patient involvement.

Event description:
No further information received from the customer.

Manufacturer narrative:
Additional information fields: b5, d9, g1, g6, h2, h3, h4, h6 & h11. This supplemental report is being submitted to provide the results of the device evaluation/investigation. The device was returned to an olympus repair facility for inspection, and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: this event was caused by a component failure of the distal end covering. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.